Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2011-00180 for the first event involving the same patient. It was reported that the intra-aortic balloon (iab) was inserted via a sheath into the patient's left femoral artery. After successful intra-aortic balloon pump (iabp) therapy, the patient was to be weaned from the system. Circulation of patient was stable, low dose of norepinephrine was given. Hit (heparin induced thrombocytopenia) impossible. Since patient's (platelet) thrombocytes amount was 10, a thrombocyte concentration was given and then the level of the patient's thrombocytes was 54. In order to remove the iab the argatroban (an anticoagulant) was interrupted. Patient's act (activated clotting time) 155 sec. At the beginning, the removing of the iab was successful, then resistance occurred. They used effort to remove the catheter. Catheter was removed from patient, but the balloon was stretched to stay in the patient. The md cut the balloon from the catheter and fixed the balloon with a compressor to avoid the balloon disappearing in the femoralis. Then the patient rolled his eyes and got a hemorrhagic shock. For 90 minutes CPR was given and they tried to occlude the aorta intern with another balloon, but the patient died. Additional information was received on (B)(6) 2011 from teleflex (B)(4) complaint coordinator to clarify that "when they started to remove the iab no resistance occurred. The membrane did not rip. The md pulled so hard that the catheter was out of the femoralis through the inside of the balloon and the membrane was stretched in so much over the catheter tip that it remained in the femoralis. The md cut the membrane and fixed it with a hemostatic forceps to avoid that the membrane would be pulled by the arterial blood stream. The piece of the balloon could not be removed. The md inserted this other balloon through another puncture site and he wanted to arrest bleeding by occluding the artery with this balloon." In this hospital an iab training will be held on (B)(6) 2011. The training will be repeated periodically. Additional information received on (B)(6) 2011 from teleflex (B)(4) complaint coordinator stated "sales representative was called today by the md of the event and he told the sales representative that the autopsy report states that large calcified plaques were found in the patient's vessel."